Manufacturer narrative:
A full analysis of the data logs and the patient folder has been performed. This analysis concluded that no failure of the rosa device occurred, all entry points of the 7 implanted electrodes are accurate and the device operated within specifications. Two electrodes are deviated from their initially planned trajectory beyond the entry point. Such electrode deviations could result from the implantation method used by the surgeon as well as the patient's anatomy.

Event description:
During post-operative fusion, company field service engineer (fse) and resident noted that 2 electrodes were inaccurately placed. Entry point alignment is correct, but significant deviation occurred towards target point. Unknown if any clinical impact, robot passed accuracy checks. No delay, noted during post-operative fusion.

Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted. (B)(4).

Event description:
During post-operative fusion, company field service engineer (fse) and resident noted that 2 electrodes were inaccurately placed. Entry point alignment is correct, but significant deviation occurred towards target point. Unknown if any clinical impact, robot passed accuracy checks. No delay, noted during post-operative fusion.